Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient had been fine after the procedure. Device investigation could not be conducted as it was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that pulling force exceeding the product design limit was inadvertently applied to the catheter while the catheter tip was trapped by the heavily calcified lesion. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the subject microcatheter was used with a guide wire to cross a heavily calcified 99% stenosis in the lad #7 during a pci. There was an aneurysm near the lesion so that wire delivery was difficult. After wire crossing, the subject catheter was advanced to the lesion when the catheter tip became trapped by the lesion. The physician forcefully pulled the catheter back so that the catheter tip became separated. A snare was used to retrieve the separated tip. The pci was resumed and the blood flow was reestablished.